Manufacturer narrative:
Checked adverse event and product problem. Type of reportable event added. Remedial action initiated added. Investigation results: the manufacturer's investigation concluded that edw files were loaded into incorrect energies using treatment unit storing. There is no warning or consistency checking when adding edw files to the beam modelling database. For this particular site, about 60 patients were reviewed and no dose errors greater than 4% were discovered. Therefore it was determined the severity would be marginal for the range of energies commonly used in radiotherapy. If routine procedures for commissioning a beam model are followed, any error in energy will be detected. The mistreatment in this case occurred during re-installation of a model without repeating the recommended initial model qa checks. If the error were not detected it could result in non-serious injury or non-serious adverse health consequences. An important field safety notice (382-01-mon-008) was issued to all affected customers 23rd december 2017. A software patch will be released for monaco in order to correct the defect.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
Edw wedge measurements on varian novalis and 600c do not match calculated dose in (B)(6).